Event description:
The pt used the suspect device to check their blood glucose level and was getting results of hi. Pt injected insulin and the results were still hi. Pt then injected a second dose of insulin. Their family found pt unresponsive and took them to the hosp. Upon arrival at the hosp a lab test was performed and their blood glucose level was 19mg/dl. Pt was admitted to the hosp. Treatment at hosp is unknown.